Manufacturer narrative:
Suspected tip was already disposed and can not be returned to solta medical for evaluation. No non-conformance or anomalies discovered during DHR evaluation. Based on the current information the root cause could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
Reported the tip started to spark soon after commencing the treatment. Another tip was used in order to finish the treatment. The patient didn't feel any discomfort while going through the treatment with the first tip. Follow up with the patient confirmed no issues with the skin.